Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was unresponsive. The insulin pump had a blank display and the buttons were unresponsive after multiple battery replacements. Customer's blood glucose level was 7.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies were noted. The pump powered up properly after the battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, off no power anomalies, failed battery test or battery out limit alarms were noted. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.